Event description:
Customer reported extension tubing rupture during CT contrast injection. Customer identified that the product model number was not pressure rated for power injectors. Date of event not provided. If product is returned for investigation, a follow up report will be sent.

Manufacturer narrative:
Manufacturer's report date: 01/26/2009. Patient information requested and all available information is included. This report was filed by the manufacturer.